Event description:
A patient who was enrolled in a study underwent a nipple sparing mastectomy surgical procedure. Approximately three months post-operatively, the patient sent an electronic message to report that the right breast had mild redness and appeared slightly fuller than the contralateral breast and there was associated soreness on that side. She was prescribed oral antibiotics. The patient was evaluated in clinic and was found to have a right breast seroma developing around the tissue expander as the source of her clinical findings and a percutaneous aspiration was performed. Sixteen days after the aspiration, a follow-up found that no additional fluid was noted surrounding the tissue expander amenable to aspiration indicating resolution of the seroma. There was no report of a da vinci device malfunction.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR sections: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Sections g5 and g7 are not applicable.